Event description:
A pt was skin tested in the forearm in 2000 with negative results. In 2000, pt received initial treatment with 2.5 cc of bovine collagen in the nasolabial folds and lips. The physician saw pt in 2000 and confirmed these symptoms were present at the lips, however only mild swelling present at nasolabial folds. The test site was also red and swollen. Physician has prescribed valtrex orally and zovirax cream. Physician has diagnosed hypersensitivity injection sites, delayed positive skin test, and herpes simplex, and indicated symptoms are related to collagen.